Event description:
During a scheduled colonoscopy, the md was having difficulty advancing the colonoscope. After a few minutes of attempting to advance the scope, the provider removed the scope to reveal that the scope had broken and had exposed wires. This resulted in tissue damage and perforation of sigmoid, requiring patient to undergo sigmoid colectomy with colostomy creation. Pre-op diagnosis of small duodenal ulcer, colonoscopy performed.